Event description:
It was reported that the device was giving error messages. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Plunger case was missing the seals. Broken tap on back plate with no appearance of any physical damaged was found on pump. Force sensor test error was found in the history log. Force sensor test error was found at power up and failed force sensor reading at 0.00 pounds (lbs). The force reading was.00 lbs. And the count was at 0.00 (at 0.00 lbs the count should be in the 30s). The root cause of the root issue was found to be force sensor was out of calibration as a result of normal wear / drift. The pump was over 4 years old.. Performed force sensor calibration and all functional tests which passed.